Manufacturer narrative:
Investigation in process but not yet complete.

Event description:
The surgeon was cutting a plate with the in-situ cutter and the cutter snapped right below the blade. The surgeon finished cutting the plate with a different cutter.